Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-01141. The patient has two leads implanted with the same lot number. It was reported the patient is requesting her entire scs system to be removed for an unknown reason. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.